Event description:
Procedure: vats. According to the reporter: using the endo gia universal with a 60-3.5 roticulator, the first application for wedge was ok. The knife cut the tissue during the second application, but no staples were formed in b-shape. The knife cut two segmentary arteries. Because of conversion and bleeding, the or-time extended to 2.5 hours and blood was transfused. The patient status is reported as ok.